Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 248 mg/dl, compared with the sensor glucose reading of 60 mg/dl. The customer mentioned that there had been several documentations of previous issues regarding inaccurate sensor readings. She stated that she would return the sensor for analysis. She observed a slight curve in the sensor cannula upon its removal. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed per specification with accurate readings. Also, found a bent cannula. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.